Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. Stored bradycardia and pause episodes with apparent undersensing seen on the electrocardiograms (ECG). Analysis of the device memory indicated oversensing information. Stored episodes with possible oversensing seen on the ecgs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing during pause and bradycardia episodes. The device sensitivity was change and possible noise was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.